Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving separate products; associated mdrs # 1225714-2014-03134, 1225714-2014-03135, 1225714-2014-03136 and 1225714-2014-03137.